Event description:
There was a problem with the implants that were initially placed in 2006 and 2007, it was a contoured textured implants and both rotated. Surgery in (B)(6) in (B)(6) 2012 was to replace the rotated implants and perform a robotic hysterectomy after placement in (B)(6) 2012. There was a problem and it was replaced again. The implants ruptured and was replaced in (B)(6) 2014. It was removed and replaced with another. Natrelle 410 highly cohesive anatomically shaped silicone filled breast implant. On left mastectomy side smaller cc for right breast for symmetry; note I had a lumpectomy on my right breast in (B)(6) 2018. It was benign for breast cancer but was not tested for cdf 30 markers or anything associated with bia / alcl. Multiple replacements. FDA safety report ID# (B)(4).